Manufacturer narrative:
Physio-control was unable to repair the customer's device due to obsolete parts. The device was returned to the customer unrepaired. The customer removed the device from service. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that when attempting to power on their device it locked up and would not complete a boot cycle. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that when attempting to power on their device it locked up and would not complete a boot cycle. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.